Event description:
It was reported by a health professional that the patient¿s implantable cardioverter defibrillator (ICD) did not function properly as it let the patient go into afib (atrial fibrillation) with rvr (rapid ventricular response). The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.